Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(6)): over infusion: bbraun infusion pump which was off. Turned itself back on to inform that the battery was nearly dead. In doing so, the pump restarted running the infusion which contained noradrenaline. This resulted in a large increase in the pt's blood pressure. Ref MFR report number 9610825-2014-00083.